Manufacturer narrative:
(B)(6). The device was received for evaluation. During visual inspection with naked eye and magnification, the bladder was observed ruptured. No signs of abnormality were found on the ruptured bladder. The reported condition was verified. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. The event occurred before use. There was no patient involvement. No additional information is available.